Manufacturer narrative:
One(1) new list # 140099290 primary plum set was received on 9/20/2019 for investigation. As received, the returned set was visually inspected and no issues were found. The set was air pressure leak tested according to product specifications and no leaks were found anywhere along the fluid path. The returned set was leak tested according to product specifications and the inlet filter vent leaked at 7 psig while the outlet filter vent did not leak. The vent plug juncture was tested according to product specifications and no leaks were found. Red dyed water was injected into the set to determine the type of filter leak and a single leak was discovered at the center of the new inlet filter vent. The inlet filter vent was extracted from the filter housing and examined under the microscope and a single pinhole was found in the center of the filter material. The reported complaint can be confirmed. The probable cause of the observed leak is a hole in the filter vent material. The exact cause of the hole is currently unknown.

Manufacturer narrative:
The device was discarded. No list # 140099290 product samples, videos, or photographs were returned for investigation. The lot history was reviewed and there were no nonconformances found that would have contributed to the reported complaint. Based on a review of similar complaints from this lot, the reported complaint can be confirmed, however, a probable cause cannot be identified without the physical sample returned for testing.

Event description:
The event occurred on an unknown date. The customer reported during infusion of paclitaxel, there was a leak from the filter air vent of a primary plum set. There was patient involvement, but no adverse event or delay in therapy.